Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "bridge test fail" was attributed to an integrated circuit on the main board. The report of "high impedance" was observed during review of the device data logs. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.